Event description:
Customer reportedly received results of 432 mg/dl and 150 mg/dl within 10 minutes on the advantage system. Customer drank water after obtaining the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a percutaneous coronary intervention procedure withdrawal resistance occurred. Access was obtained via the femoral artery. The 99% stenosed, 2.75x25mm target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was advanced to the lesion and passed the lateral branch. A non bsc guidewire was then advanced to the target lesion and the physician attempted to remove the kinetix guidewire from the patient. However, during attempts to remove the wire the device became caught on the non bsc guide catheter. The guidewire and the guide catheter were removed together as a system and it was noted that the devices were unable to be separated once they were outside the patient. The procedure was successfully completed by predilating the lesion and placing a non bsc stent. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.